Manufacturer narrative:
The nurse reported that the central nurse's station (cns) did not alarm while the transmitter was connected to a patient that had a v-tach event. The log files were sent in and nihon kohden clinical application specialists reviewed the available data and agreed that threshold limits were not met. However, they were unable to provide a conclusive interpretation without all required screenshots of the event, which were not included with the log files. The customer later reported that they will further review the information sent in and monitor for recurrence. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) did not alarm while the transmitter was connected to a patient that had a v-tach event.